Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.035" j-wire retracted while inserting the enroute arterial sheath, and a dissection occurred. An unplanned additional stent was placed to cover the dissection. The procedure was completed with no further complications.